Event description:
A distributor contacted baxter (B)(6) regarding a misassembled minicap. It was reported that the sponge of the minicap dropped out. There was no patient involvement, patient injury, or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.